Event description:
It was reported that during a da vinci-assisted surgical procedure, vessel sealer broke halfway through the procedure. It no longer responded without improper use. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task performed at the time of the reported issue was sealing. The instrument worked well at first but stopped burning halfway. There was no unexpected bleeding observed.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .